Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was clarified that the catheter was still in use with the new pump as there was no problem with the catheter (confirmed by cap kit test, as previously reported). As of the date of the follow-up reported ((B)(6) 2019), there was no problem so far after replacing the pump. It was also confirmed that the correct pump implant date was (B)(6) 2015.

Manufacturer narrative:
Product ID: 8781, lot# n495374005, implanted: (B)(6) 2015, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign manufacturer representative indicated that the device manufacturer was made aware of the alarm and motor stalls on (B)(6) 2019. The alarm had been ringing since (B)(6) 2019. The patient was not experiencing abnormal symptoms on (B)(6) 2019. Conflicting information indicated that the pump was implanted on (B)(6) 2015 (previously reported as (B)(6) 2015). Additional information received from a foreign healthcare professional (hcp) via a manufacturer representative on 2019-nov-10 indicated that the doctor could not determine the cause of the foreign object in the catheter. The catheter would not be returned as it remained in the patient¿s body, and only the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer and healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 1,500 mcg at 400 mcg/day via an implantable pump. The indication for use was not reported. It was reported on (B)(6) 2019 they patient¿s spasticity began to worsen, and a motor stall alarm was reported for the first time. After 3 days, the pump was operating normally. Pump interrogation showed: motor stall occurred on (B)(6) 2019 at 22:12 tube set occurred on (B)(6) 2019 at 22:12 motor stall recovery occurred on (B)(6) 2019 at 04:35 low reservoir alarm occurred on (B)(6) 2019 at 21:57 in (B)(6) 2019, the patient¿s spasticity began to worsen again, and the critical alarm sounded (once an hour). The pump was checked, and there was a motor stall message. The pump was replaced. The issue was resolved. The patient's status was alive - no injury. The physician performed a catheter access port (cap) kit test and confirmed that the catheter had no problem. However, a photograph of the catheter following explant appeared to indicate foreign matter in the pump connector. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. It was noted that the patient¿s other known medications included oral baclofen. The pump would not be returned as it had been discarded by the customer. Information regarding the patient¿s weight and medical history was unavailable. No further complications were reported.